Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they have received a lot of lost sensors. The customer's blood glucose level at the time of incident was 101mg/dl. The customer states their blood glucose level was 46mg/dl in the morning. The customer states they were not sure of why they were running low. Troubleshoot was conducted. The customer states they bent the sensor while pulling it out. The customer was advised to call back to test meter, when test plug is available. The sensor is being replaced and returned for analysis.